Manufacturer narrative:
Previously reported the lens was explanted and then replaced with a shorter lens. Corrected info: the lens was exchanged with a shorter lens. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9.0/+1.5/135 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted and then replaced with a shorter lens due to excessive vault. The problem is resolved.